Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) the device displayed a "pacer fault 117" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.